Event description:
As reported by the user facility: product observed to have brown particules floating in solution. Customer adds that the brown particles are only observed after the product has been idle for a period of time; when agitated the particles disappear.

Manufacturer narrative:
Preliminary analysis has indicated that the particulate is likely the medical grade, biocompatible silicone that is used to coat the syringe barrels during the manufacturing process. No other organic material was identified in this preliminary analysis. The samples and all available information has been forwarded to the manufacturer for further evaluation.